Event description:
The customer reported the system is displaying a precharge voltage error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and determined the battery pack needs to be replaced. Awaiting customer agreement to perform repair. (B) (4)